Event description:
It was reported that the patient presented to the emergency room with shortness of breath. An x-ray was performed and the right ventricular (rv) lead was found to be perforated in the right ventricle and on the lateral wall of the left ventricle. Subsequently, a revision procedure was performed and this lead was removed and replaced with another rv lead. No additional adverse patient effects were reported.

Event description:
It was reported that the patient presented to the emergency room with shortness of breath. An x-ray was performed and the right ventricular (rv) lead was found to be perforated in the right ventricle and on the lateral wall of the left ventricle. Subsequently, a revision procedure was performed and this lead was removed and replaced with another rv lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. A thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.